Event description:
It was reported that the patient presented for follow-up. Insulation break was observed via x-ray. All electrical measurements are normal. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.